Event description:
It was reported that customer experienced malfunction 16 on pump, but no further event details or blood glucose values were provided. There was no reported impact to the customer¿s blood glucose level. Customer chose not to return pump, and no additional corrective actions or support interventions were documented.